Manufacturer narrative:
This supplemental report is being submitted to provide further information provided by the customer, the results of the legal manufacturer's final investigation, associated h6 coding, and updates to e1 and e2. According to the customer, the issue was observed prior to a therapeutic ureteric crushing procedure. The patient was under anesthesia, there was no significant delay, and the procedure was completed using the same device. It was noted that other devices did not affect the light source and the device was not being returned for evaluation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, as the device was not returned for inspection, no root cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lightsource exhibited error code e200. The issue occurred before the procedure. There were no reports of patient harm.